Manufacturer narrative:
(B)(4). Correction: event description, lot #, catalog #. Evaluation summary: the device was returned for analysis. The reported detachment was confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the xience pro a instructions for use (IFU) states: after successful withdrawal of the balloon from the deployed stent, should any resistance be felt at any time when withdrawing the stent delivery system or post dilatation balloon into the guiding catheter, remove the entire system as a single unit. Failure to follow these steps and/ or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/ or delivery system components. The investigation determined the reported difficulties appear to be related to the deviation of the IFU (force applied) and due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: a 2.75 x 28 mm xience pro a stent was implanted in the circumflex artery. The delivery system separated during removal. Due to the device separation, the physician was unsure if the stent was implanted in the correct location; therefore, a 2.75 x 15 mm xience pro a was implanted in the circumflex artery, overlapping with the 2.75 x 28 mm xience pro a stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience proa is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a percutaneous coronary intervention procedure to treat a target lesion in the circumflex artery, the 2.75 x 15 mm xience pro a stent delivery system was advanced to the target lesion. The stent delivery system balloon was inflated and the stent was successfully deployed. During retraction of the stent delivery system the balloon became entangled. Force was applied and the balloon and tip of the delivery system separated in the patient anatomy. It is unknown what the balloon became entangled with, as there was no damage noted to the implanted stent. The separated pieces were successfully removed with a loop device. There were no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.